Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate and the machine alarmed. Nurse stated that the re was a separation of the dialyzer membrane. Estimated blood loss was 200cc's. Spt required no medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.